Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, attempts to obtain information regarding the condition of the device, patients medical history, or possible comorbidities have been made. However, no other details have been provided. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patients underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of seven (7) years, nine (9) months due to unknown reason. The intervention is indicated but not planned or scheduled yet.

Manufacturer narrative:
H10: additional manufacturer narrative: added information to b3, b5 and e1. H11: corrected date: corrected coding to section h6. In this case, minimal information regarding this valve-in-valve procedure was received and attempts to obtain additional information regarding the condition of the device or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of seven (7) years, nine (9) months due to unknown reason. The tavr was performed with a 26mm 9750tfx valve.